Event description:
Reporter indicated a vns pt was having increased seizure intensity and that it was believed the vns was at end of service. The pt has been implanted for nearly six years. All attempts to the pt's attending physician for further info have been unsuccessful to date. The reporter indicated the vns was to be replaced pending insurance coverage.